Event description:
This summary was taken from procedure notes from the hospital, sent to the manufacturer by the philips representative present in the procedure. A lead extraction procedure commenced to remove two leads: a right atrial (ra) and a right ventricular (rv) lead due to need for a biv ICD upgrade. Spectranetics lead locking devices (lld''s) were inserted into each lead to provide traction to aid in extraction. The physician began by choosing a spectranetics 12f glidelight laser sheath to remove the ra lead, and the lead was successfully extracted. The physician turned attention to the rv lead using the 12f glidelight, but upsized to a 14f glidelight device. At this time, the patient''s blood pressure dropped. Rescue efforts began immediately. It was noted that the glidelight device remained in the patient''s body when chest compressions were performed. The patient's blood pressure then recovered; the rv lead was successfully extracted. However, the patient became hypotensive again. Rescue efforts began again, including attempt to place chest tube, rescue balloon, sternotomy, cardiac massage and bypass. A hole was discovered in the lateral wall at the superior vena cava (svc)/right atrial (ra) junction. Bleeding occurred into the right chest, and a hole was also discovered in the posterior wall of the svc. The team worked to repair the heart. Rescue efforts continued but despite efforts and attempted repairs, the patient did not survive. This report is being submitted due to the glidelight device in use in the areas of injury during the procedure. There was no alleged malfunction of any spectranetics device in use.